Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod packing coils (pod pcs). During the procedure, as the hospital technician was advancing the pod pc through the introducer sheath, they noticed that the proximal end of the wire was kinked. Therefore, the pod pc was re-sheathed. The procedure was completed using a new pod pc. There was no report of an adverse effect to the patient.